Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the device involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted appendectomy surgical procedure, there was a patient bleed. The cause, source and severity of the bleed, and the estimated blood loss are unknown at the time of this report. It is also unknown what medical intervention, if any, was administered due to the bleed.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, there was a patient bleed. The sureform 60 stapler instrument was unable to be removed from arm 3 during the bleeding event. The initial reporter, an unspecified or staff member, stated that they had "burped" the arm and were able to force the instrument off the arm. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and did not note any related errors. The customer informed the tse that arm 3 was being used with another instrument without issue. The cause, source of the bleed, and the estimated blood loss are unknown at the time of this report. Isi made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.